Event description:
It was initially reported that the patient began having trouble breathing after under anesthesia during initial implant surgery. The surgery was canceled as a result and there was no product opened or used. Follow-up with the physician indicated that the patient had a micro-perforation of her windpipe when the retractors were used to access the nerve. The physician did not what to take any chances with infections so the procedure was aborted. They are going to until the patient heals and then see if the patient still wants to be implant. The patient also had strep throat prior to the surgery and the patient felt that that had been a contributing factor to her surgery being aborted. The incident has caused the patient anxiety and she needed xanax. The physician was unaware of what lead and generator would have been implanted in the patient. No further information was provided.

Manufacturer narrative:
.